Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had not fully extended and resulted in a shallow insertion into the infusion site. There was also some damage to the tip of the cannula. The data from the pod indicated that the combination of shallow insertion and tip damage caused an increase in pressure in the fluid path of the pump which triggered an appropriate occlusion alarm and alerted the user to the problem. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called to report a pod which alarmed during a bolus delivery. He had activated the pod the night before, when his bg was 145. When he woke up, his bg had risen to 479. He tried to bolus to correct it, and that's when the alarm occurred. He stated that when he removed the pod, it looked like the cannula "had only come out 1/8th of the way". He was able to activate a new pod successfully. No further issues reported. The device is being returned for evaluation.